Event description:
Same case as MFR# 2134265-2009-07183 and 2134265-2009-07174. It was reported that during a coronary drug-eluting stenting treatment procedure, stents were explanted and the patient expired. The target lesion was located in the extremely calcified right coronary artery (rca). Access was obtained through the femoral artery. A 2.25x32mm taxus liberte atom stent delivery system (sds) was advanced but could not reach the distal rca. The sds was exchanged for a 2.0x30mm apex balloon which was inflated to 20atms/50sec in the mrca. A 2.0x12mm apex balloon then used to further dilate the lesion. It was inflated to 20atms/40sec, 22atm/22sec and 24atm/40sec. Next, the 2.25x32mm taxus liberte sds was reinserted but it still did not cross the distal rca. The stent was deployed in the mrca at 24atms/10sec. Next, a 2.25x16mm taxus liberte atom sds was advanced but could not cross the lesion. A 2.5x20mm apex balloon was advanced to the mrca and inflated to 20atm/25sec, 20atm/10sec, 20atm/12sec. The 2.25x16 sds still could not cross the lesion so the physician exchanged guide catheters and guidewires. The sds reached the lesion and the stent was deployed in the distal rca at 25atm/30sec. Before deploying a third stent, a 3.0x15mm apex balloon post dilate the stent in the mrca at the following inflations-15atm/30sec, 16atm/16sec, 20atm/20sec, 18atm/18sec, 16atm/10sec. An attempt was made to advance a 3.0x16mm taxus liberte atom sds beyond the previously implanted stents but it was unsuccessful. When the sds was removed, the two previously implanted stents became intertwined and they were explanted. To complete the procedure, the physician placed three new stents. A 2.25x12mm taxus liberte was deployed in the mrca at 22atm/22sec. A 2.75x38mm taxus liberte was deployed at 20atm/40sec. Lastly, a 2.5x12mm taxus liberte 22atm/20sec in the proximal rca. No additional patient complications were reported. The patient was stable after the procedure, however, 24 hours later they expired. The physician does not feel the stenting procedure contributed to the death.

Manufacturer narrative:
Results, conclusion, device available for evaluation and returned to manufacturer on- updated. Device evaluated by manufacturer- visual and microscopic examination of the returned complaint devices revealed severe stent damage. The returned items included the stent delivery system for the taxus liberte 3.0x16mm and three entwined stents. The stents were damaged and stretched throughout. Due to the damage, it was not possible to further examine the stents. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
Same case as MFR#: 2134265-2009-07174, 2134265-2009-07183, 2134265-2009-07175, 2134265-2009-07186, 2134265-2009-07185. It was reported that during a coronary drug-eluting stenting treatment procedure, stents were explanted. Subsequently the pt expired. The target lesion was located in the extremely calcified right coronary artery (rca). Access was obtained through the femoral artery. A 2.25x32mm taxus liberte atom stent delivery system (sds) was advanced but could not reach the distal rca. The sds was exchanged for a 2.0x30mm apex balloon which was inflated to 20atms/50sec in the mrca. A 2.0x12mm apex balloon then used to further dilate the lesion. It was inflated to 20atms/40sec, 22atm/22sec and 24atm/40sec. Next, the 2.25x32mm taxus liberte sds was reinserted but it still did not cross the distal rca. The stent was deployed in the mrca at 24atms/10sec. Next, a 2.25x16mm taxus liberte atom sds was advanced but could not cross the lesion. A 2.5x20mm apex balloon was advanced to the mrca and inflated to 20atm/25sec, 20atm/10sec, 20atm/12sec. The 2.25x16 sds still could not cross the lesion so the physician exchanged guide catheters and guidewires. The sds reached the lesion and the stent was deployed in the distal rca at 25atm/30sec. Before deploying a third stent, a 3.0x15mm apex balloon was used to post dilate the stent in the mrca at the following inflations-15atm/30sec, 16atm/16sec, 20tam/20sec, 18atm/18sec, 16atm/10sec. An attempt was made to advance a 3.0x16mm taxus liberte atom sds beyond the previously implanted stents but it was unsuccessful. When the sds was removed, the two previously implanted stents became intertwined and they were explanted. To complete the procedure, the physician placed three new stents. A 2.25x12mm taxus liberte was deployed in the mrca at 22atm/22sec. A 2.75x38mm taxus liberte was deployed at 20atm/40sec. Lastly, a 2.5x12mm taxus liberte 22atm/sec in the proximal rca. No add'l pt complications were reported. The pt was stable after the procedure, however, 24 hours later, they expired. The physician does not feel the stenting procedure contributed to the death.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.